Event description:
This device was implanted on (B)(6) 2009 and explanted on (B)(6) 2012 for normal battery depletion. The patient reported to patient services on (B)(6) 2012 that a neck massager he was using may have caused issues with this device in the past. The explant was done at (B)(6) medical center in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).